Manufacturer narrative:
One 4.5 twinfix ultra ha anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal end of the anchor has broken at the suture eyelet. Examination of the inserter confirmed one inserter tine is bent. The condition of the device indicates it was subjected to excessive force and off axis insertion. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an arthroscopic right rotator cuff repair the front end of the anchor was broken before implanting it. All fragments were removed using suction and pliers. There was a backup device available. No significant delay or patient injury was reported.